Event description:
On (B)(6) 2015, the patient's doctor (the reporter) contacted lifescan (B)(4), alleging that the patient's onetouch verio2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2015 (time unknown). The reporter stated that the patient obtained a result of "180 mg/dl" using the subject meter compared to feelings/normal results. The patient does not use diabetes medications to manage their diabetes. The reporter was unable/unwilling to state if the patient made any changes to their usual diabetes management regimen in response to the alleged product issue. The reporter claimed that the patient developed the symptoms of "sweat, dizziness and tremor" at an unknown date/time then they tested their blood glucose and obtained the result of "180 mg/dl". The reporter associated the symptoms with hypoglycemia. The reporter stated that the patient received hcp treatment of sugar at an urgent care clinic on (B)(6) 2015 between 12:30-1:00pm. The reporter stated that the patient's blood glucose was tested on (B)(6) 2015 between 12:30-1:00pm using a doctor/clinic device and the result was "30 mg/dl". At the time of troubleshooting, the csr noted that the reporter did not have control solution available to perform a walk-through test, the subject meter was set to the correct unit of measure setting and the test strips had not expired or been open for longer than the discard date. The reporter requested that no replacement products were to be sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient received hcp treatment for a severe low blood glucose excursion after the alleged inaccuracy began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling).the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.